Event description:
Patient was receiving electrotherapy treatment when the device output surged. The surge shocked the patient. The patient received no injury from the incident.

Manufacturer narrative:
Awaiting return and evaluation of device.